Manufacturer narrative:
The device was evaluated by olympus. The reported problem could not be duplicated or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Upon inspection of the olympus, model cv-190, evis exera iii video system center returned to olympus, no image was present. The device was a loaned unit, returned to olympus from the user facility with no problem reported. The problem of no image present was identified during initial inspection by olympus and as such, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced at the time of device inspection and the reported issue was not confirmed. Failure of other equipment or temporary connection failure was considered a factor to the reported issue but could not be specified. No other defects were confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.